Event description:
According to the reporter: occurred during a laparoscopic procedure. The bag tore and the specimen fell into the patient. There will not be an additional operation to correct the issue. No patient injury reported. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received occurred during a laparoscopic "vesicle spus celio" procedure. The disengaged component was retrieved. To correct the issue the device was changed. No patient injury reported.